Event description:
It was reported that the patient was unable to connect to their ipg. Troubleshooting was unable to resolve this issue. Surgical intervention was undertaken and the ipg was explanted.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.